Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor detached prematurely after 3 days of wear. As a result, the customer became hypoglycemic and experienced symptoms of cold sweat, and was incapable of speaking. The customer received glucagon as treatment from a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported the freestyle libre 2 sensor detached prematurely after 3 days of wear. As a result, the customer became hypoglycemic and experienced symptoms of cold sweat, and was incapable of speaking. The customer received glucagon as treatment from a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk. The sensor serial number captured in the initial report (3mh006mtr94) was deemed to be invalid upon extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.